Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the eifu deviation contributed to the reported difficulties. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was a venotomy closure of three access sites in the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a pulsed field ablation (paf) procedure in one of the access sites and post close at the two other access sites using 8f sheaths. Femoral imaging was not performed. The first prostyle device at the 7f access site was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 16.8f and the pfa procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. A cuff miss [suture retrieval issue] occurred at one of the 8f access sites. Hemostasis was achieved with another prostyle device. A prostyle device was used successfully to close the other 8f access site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.